Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with lumbar canal stenosis (lcs) suggested for l5/s posterior lumbar interbody fusion (plif). Initially l4 / 5 had been fixed. Because stenosis occurred at upper and lower level l3 / 4 and l5 / s1, removal was performed at l4 / 5, and tlif was performed at l3 / 4 and l5 / s1. It was reported on 2021/mar/17, cage removal and re-fixation was performed. Nerve injury occurred due to cage back-out in l5 / s1. Implant remains in patient. Revision surgery planned, date unknown. Patient symptoms were lumbar pain. The surgical field was opened. All solera set screws(l3-s1)were removed and the effectiveness of screws themselves was checked. Because there was a feeling of looseness, all screws were replaced. It was reinserted 6.5 diameter screw to 7.5 diameter and 7.5 diameter screw to 8.5 diameter. It was tightened with non-break set screw and crosslink was placed, and the wound was closed. It was reported that looseness was confirmed on all (eight) screws. No further complications reported.